Event description:
It was reported that the pump doses but bag is dry and no alarms occurring. Calculations and settings were checked and correct. No kinks in the lines. The pump was put through routine accuracy test and pump had passed. Pump always passes routine test and pump line is ruled out. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. The event log history does not indicate the accuracy infusion of the pump. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. Replaced expulsor assembly as preventative measured.